Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the pump has not been holding prime since a battery change on (B)(6) 2013, and that subsequently the patient has been experiencing elevated blood glucose (bg) up to 422mg/dl with stomachache. The patient was reportedly treated with a correction injection, and bg came down to 319mg/dl with no stomach ache. The reporter stated that she would re-prime the pump and it would be fine for three hours, and then it would lose prime again. The reporter confirmed that the cartridge cap was properly secured. The reporter stated that the infusion set and cartridge are changed every three days. The reporter noted that they fill cartridges with refrigerated insulin and cycle the cartridge four to five times. It was noted that a low cartridge warning was emitted the morning of (B)(6) 2013, one at 12:49am and another at 11:33am. The reporter also noted bleeding at the site from the patient pulling it out incorrectly. The reporter changed the cartridge and infusion set while on the phone with customer technical support and cycled the cartridge three times. This complaint is being reported based on the allegation that the patient experienced hyperglycemia related to repeated loss of primes.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The cartridge has not been returned; a retain cartridge sample from the same lot has been evaluated by product analysis on 01/16/2014 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test, and fill test were performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.